Event description:
It was reported that during the patient's consult for a pacemaker implant, the physician elected not to use a particular pacemaker because the leads were too stiff for that pacemaker model. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.